Event description:
It was reported that prior to a biopsy procedure, a black material in three millimeter size was allegedly found in the package before opening it. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed monopty disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared clean and it was noted that small black foreign material was noted to be on the rotational knob within the package. There were no other visual anomalies noted on the device. One electronic photo was provided and reviewed. The photo shows one sealed monopty disposable core biopsy instrument; in which a small black foreign material, was found on the top of the rotational knob within the package was visible within the photo. Therefore, based on the photo review, the reported failure can be confirmed. Therefore, based on both the photo review and the sample evaluation results - the investigation is confirmed for the reported device contamination with chemical or other material as a small black foreign material was noted to be on the rotational knob within the package in the device returned for evaluation as well as in the provided photo for review. A definitive root cause for the alleged device contamination with chemical or other material issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before opening the package, a foreign black material in three millimeter size was allegedly found in the package. The procedure was completed using another device. There was no patient contact.